Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-14579. During follow-up, high capture threshold was observed on the left ventricular (lv) and right atrial (ra) leads. High impedance was also noted on the ra lead. Diagnostic imaging was performed and revealed that both leads were dislodged. The leads were explanted and replaced to resolve the event and the patient was in stable condition.